Manufacturer narrative:
Correction: refer to device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported that during a t2 femoral nail procedure, he attached the jig and the proximal nail missed the jig. The surgeon completed the case free hand. There was a successful outcome but this resulted in a delay of 40 minutes the surgeon is concerned that the jig is wobbly on the nail.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that during a t2 femoral nail procedure, he attached the jig and the proximal nail missed the jig. The surgeon completed the case free hand. There was a successful outcome but this resulted in a delay of 40 minutes the surgeon is concerned that the jig is wobbly on the nail.